Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: infinion cx lead kit, 50cm, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent a system explant procedure due to an unknown reason. No device malfunction was suspected. The explanted devices will not be returned as they were discarded by the medical facility.